Manufacturer narrative:
Date of event updated.

Event description:
It was reported that during an ultrasound guided biopsy procedure, when priming the device the inner stylet needle was not visible when retracted back inside of the cutting cannula. A coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The sample was not returned for eval. Therefore, the investigation is inconclusive for the suspected sample. This is a known issue for the identified product code/lot number. The root cause was determined to be supplier related due to over-processed resin. See scanned page.